Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. Visual inspection noted, no anomalies. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined as it could not be reproduced during analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial and ventricular channel was observed due to electromagnetic interference (emi). Patient was asymptomatic and was using a massage reclining chair during the time the noise was recorded. During lead revision, the physician noted that the pacemaker looked dented. The device was explanted and replaced. The patient was stable.